Event description:
During a laparoscopic cholecystectomy, the inner gasket on the 45 degree flapper valve of an 511s snapped off and fell into the pt. The gasket was retrieved. The procedure was able to be completed with the trocar. There was no consequence to the pt.